Event description:
Reportedly, the anvil on the pceea 28 failed to "flip" after the instrument was fired. No action was required since the anvil was removed and the anastomosis was well formed. No pt injury. Procedure: ileoanal pouch.